Event description:
User reported right lower support bar of the chair detached causing the chair to shift to the left. Pt was maintained on the chair. Pt stated she had minor discomfort in the right flank region.

Manufacturer narrative:
Product is eleven years old. Fatigue / age and maintenance contributing factors.